Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was retained by the hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).